Event description:
It was reported that a patient with a 23mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 10 years, three (3) months due to severe symptomatic aortic stenosis. The tavr was successfully performed with a 23mm 9750tfx transcatheter valve with great outcome. The patient was reported to be in a stable condition. It was reported that there was no premature failure of the surgical valve.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, d4 expiration date, h4, h6 type of investigation, investigation findings, investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: based on new information received, this event is no longer considered reportable.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 10 years, three (3) months due to stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve with great outcome. The patient was reported to be in a stable condition. No additional information has been provided.